Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron clinical system (dxc 600) generated 51 erroneous sodium (na) results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were corrected. Customer reported that a physician called and complained that the patient sodium (na) results for three patients were low. Customer reported that they repeated the patient samples on the other dxc in the laboratory and the results were amended. Customer reported that patient treatments for the three patients have not been affected. Customer reported that repeated the other electrolytes and there were no significant changes except na. Customer reported that their anion gaps did not change much. Customer reported that they pulled all the patient results from the last known good quality control (qc) and repeated all the samples. Customer reported that qc ran after the physician questioned the results failed and was recovering low. Customer reported that they replaced the ion selective electrode (ise) reference on the dxc 600 since there were 21% left in the bottle and qc failed and was recovering low. Customer reported that after replacing the ise reference, they reran qc and qc recovered near the mean. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR #2050012-2012-01049.